Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. For phenomenon one, the customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did know when the foreign material adhered to the endoscope. The customer confirmed there is no possibility that the endoscope was used in a procedure with the foreign material attached to it. For phenomenon two, the customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, the foreign material was rubber, which could be a chipped piece of a product made of rubber materials such as a packing of the air/water valve or tubes used in cleaning. Since it could be derived from various kinds of sources, it was unable to be specified. Based on the results of the investigation for phenomenon two, the foreign material was a tip of a cleaning brush for cleaning channels. It is likely that a metal shaft of a cleaning brush broke during the cleaning operation, which resulted in falling off in the instrument channel. The event can be prevented by following the instructions for use which state: "[section 3.3 inspection of the endoscope] ¦inspection of the endoscope 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Section 3.8 inspection of the endoscopic system] ¦inspection of the objective lens cleaning function -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. The reprocessing manual describes how to inspect for the subject event 2 as below. [Section 1.4 precautions] ¦warning ·single-use brushes, such as the single use combination cleaning brush (bw-412t), are designed for cleaning only one endoscope and its related accessories. Dispose of the single-use brush immediately after use. Using a single-use brush to clean multiple endoscopes and/or accessories may reduce its cleaning efficacy and may damage the brush. A damaged brush may break, which can damage the endoscope or accessories. [Section 2.6 single use combination cleaning brush (bw-412t)] ¦inspection 6 check the shaft for bends, scratches, and other damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition to the finding reported, due to wear of angle wire, bending angle in up direction does not meet and the play of the up/down knob is out of specification, due to clogging of channel tube, and suction volume does not meet specification. Follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope cleaning brush was clogged near the entrance of the forceps and cannot be inserted or removed. During inspection and evaluation, it was noted that the nozzle was clogged with foreign matter and there was clogging of the forceps channel with foreign matter. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.